Manufacturer narrative:
The device was returned to an olympus service center for evaluation. Upon inspection and testing of the device, a flickering image was observed on the monitor screen when connecting various types of devices. The video connector socket was found to be defective, and there was terminal pin bending of the video connector socket, but the connection was still possible. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device was not displaying an image with the cyf-v2 series endoscopes. There was no patient/user harm or injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a faulty video connector socket was confirmed. It was likely that excessive pressure was applied when pressing the locking lever down to disconnect the video plug of video scopes and was likely a key factor to the cause of the reported customer phenomenon. Olympus will continue to monitor field performance for this device.